Event description:
The patient reported exposed wires and sparking of the power supply box. The patient electronic unit and accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems power supply was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. No blown components, burnt areas, or any other residual effects that could have been caused by sparks were observed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.